Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). An unreported date in (B)(6) 2014, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13f25025, h13h16038, h13i06037, and h13i25011. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain, nausea and low grade fever. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (intraperitoneally, dose and frequency not reported) for peritonitis. The patient was retrained on aseptic technique on an unreported date. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 3.